Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(4) 2013, patient reported none of the buttons on the infusion device are responding. Advised patient to insert a new battery. Patient stated she inserted a new battery; issue persisted and received an e8 (power interrupt) error message. Patient reported the buttons on the device do not make an audible sound. Patient stated the up arrow on the infusion device is flat, the rest are not. Patient reported the issue began today and is constant. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The pump triggered an unclear able e8 error message while start up. The up button is permanent active due to external mechanic damage. There was no audible feedback from the up and down button as a result of entered moisture. History list: read out of the pumps history and configuration were not possible caused by the damages. The problem mentioned by the customer is related to careless handling of the product.